Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was found out to be fractured. Boston scientific technical services (ts) discussed that the lead exhibited high impedance measurements with noise. Additional information indicated that the lead was turned off as the patient was in chronic atrial fibrillation. The lead remains implanted. No adverse patient effects reported.